Event description:
Pt called with cadd-legacy pump problems. Pt stated that she was getting the error code "0" and nothing was happening when pressing the buttons, tried to take batteries out and restart. Pump would go through the standard initial tests, but then say ii0 and go back to error "0" with the none of the buttons working again, sending replacement pump and return box. Did the reported product fault occur while in use with a pt? No. Did the product issue cause or contribute to the pt or clinical injury? No. Is the actual device is available to be returned for investigation no. Dates of use: from (B)(6) 2016 to present.